Manufacturer narrative:
A gfe was sent to confirm whether the device will be returned for analysis. A supplement will be sent if necessary.

Event description:
It was reported that an insertable cardiac monitor (icm) was intended to be implanted; however, the device remained in the tool and was not implanted. Bad signals were observed, which led to the discovery that the icm had not been placed. The patient left the facility believing the device was implanted. No adverse patient effects were reported. A new icm same model was implanted.

Event description:
It was reported that an insertable cardiac monitor (icm) was intended to be implanted; however, the device remained in the tool and was not implanted. Bad signals were observed, which led to the discovery that the icm had not been placed. The patient left the facility believing the device was implanted. No adverse patient effects were reported. A new icm same model was implanted. Further information confirms that the icm will not be returned for analysis.

Manufacturer narrative:
A gfe was sent to confirm whether the device will be returned for analysis. A supplement will be sent if necessary. Supplemental report (01) as per gfe response confirms that the icm will not be returned for analysis.